Event description:
It was observed during the device inspection, that the nozzle of the ultrasound gastrovideoscope was clogged with foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device and there was no confirmation of physical damage at the place where the foreign material remained. A definitive root cause of the foreign material in the nozzle could not be determined. Based on the results of the investigation, the reason why the issue occurred is not determined. The event can be detected and/or prevented by following the instructions for use which state: chapter 7, cleaning, disinfection, and sterilization procedures. Chapter 8, reprocessing workflow for endoscopes and accessories. Chapter 9, reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.